Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory testing showed the lead passed wire insertion testing and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this brady lead was not successfully implanted as the physician had difficulty getting the lead to advance over the wire. This lead was never in service. No adverse patient effects were reported.